Manufacturer narrative:
The esheath was returned used with delivery system fully inserted. The following observations were taken on the returned device: the sheath appears fully expanded and the shaft and tip opened as designed. Severe soft tip damage. Liner bunching at distal tip. Hdpe material damage at the sheath seam, approximately 3.5cm and 5cm from distal tip. Hdpe material and liner torn 2cm just distal to the strain relief. Small shaft liner puncture distal to the tear, approximately 0.4cm from tear. Strain relief appears bunched at the distal end. Liner is circumferentially delaminated at distal tip, approximately 3cm in length. C maker band attached. Stretching at tip opening. Minor hdpe damage on distal end below stretched region. Some scratches along shaft. No dimensional or functional testing were able to be performed due to device return condition. The following observations were noted on the returned imagery: fluoro of the iliacs pre-vascular intervention show tortuosity in the access vessels. Post procedural imagery of the delivery system and sheath show the following: delivery system is inserted in the sheath which appears delaminated, shaft damage is present distal to the strain relief, strain relief appears bunched on the distal end. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath shaft resistance with the delivery system. No manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The instructions for use was reviewed for the esheath. Contraindications: this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and sheath. Warnings: do not mishandle the device or use it if the packaging or any components are not sterile, have been opened or are damaged (i.e., kinked or stretched, etc.), or the expiration date has elapsed. Precautions: when inserting, manipulating or withdrawing a device through the esheath, always maintain orientation of the sheath position. Directions for use: visually inspect device components for damage. Flush the dilators using heparinized saline through the guidewire lumen. Flush the sheath using heparinized saline through the flush port; close the flush port. Hydrate the length of the introducer/dilators and sheath with heparinized saline to activate the hydrophilic coating. Insert one dilator completely into the sheath. Using standard catheterization techniques, gain access to the vessel and dilate as necessary with the other dilator to accommodate the sheath. Orient the sheath appropriately and maintain orientation throughout the procedure. Insert the sheath assembly using standard technique and advance into the vessel while following its progression under fluoroscopy. Note: the proximal tapered end of the sheath working length is larger in diameter. If possible, suture the sheath into place using the suture rings and remove the dilator from the sheath. Insert the device into the sheath. Note: the sheath should be intermittently flushed with heparinized saline throughout the procedure, per standard interventional technique. After the completion of the procedure and removal of the device, remove the suture, and then remove the sheath entirely without torquing and do not reinsert. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed from returned device evaluation. No manufacturing non-conformances were identified. A review of lot history, complaint history, and DHR showed no indication that a manufacturing non-conformance contributed to the complaint event. Review of manufacturing mitigations showed that inspections are in place to detect the issue during manufacturing. No IFU/training manual deficiencies were identified. Per report, 'this sheath was successfully advanced through the groin with little bit of resistance'. It is likely that patient factors contributed to the complaint event. The procedural training manual states, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification'. Although the second sheath was successfully placed, it is likely that the device met interference with native calcification as evidenced by the soft tip damage and scratches on the shaft. This coupled with tortuosity can create a challenging pathway for sheath insertion. Per report, 'shortly after the delivery system was inside the esheath in default position, the crimped s3u valve had passed the esheath's hemostatic valve, the ds would not move. Therefore, one physician held the esheath straight while the other gradually pushed the valve through. A lot of resistance was felt throughout while the valve was passing through'. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Calcification can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. This coupled with tortuosity can create a challenging pathway for delivery system insertion. These patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the insertion difficulty and resistance. As the liner tear and puncture are in the hdpe/tecoflex region not exposed to the patient anatomy, it is likely that negative interaction with the valve contributed to these defects. It is possible that valve struts were non-coaxially inserted through the sheath, and excessive force is applied to overcome the resistance, the combination of these factors can result in the liner/hdpe tears/puncture. As such, available information suggests that procedural factors (valve strut interaction with liner and sheath/excessive device manipulation) may have contributed to the sheath liner puncture. It is possible that non-coaxial retrieval of the valve into the sheath tip occurred as a result of the tortuous anatomy. This is evidenced by the stretching at the sheath tip and the liner bunching. If the valve is pulled into the sheath at an angle with excessive force, the liner can delaminate. Available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal crimped valve into sheath/excessive device manipulation) may have contributed to the sheath liner delamination. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation (pra) and a corrective/preventative action (CAPA) are not required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01590.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, resistance was felt while advancing the delivery system and valve through sheath. During valve alignment, a valve bent strut was observed. The valve was immediately retracted inside the esheath. The devices were removed as a unit. Upon closer examination, two bent struts were noticed protruding. The second sheath had a visible scratch along its proximal shaft right before the gray non-expandable portion of the esheath. New devices were prepped and a 23mm sapien 3 valve was successfully implanted with no issues. Per engineering evaluation, a liner tear, a liner puncture, and a circumferential liner delamination at distal tip of the 2nd esheath were noted.